Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after loading patient exams for cases at the end of the week, the system was shut down from inside the application from the hamburger menu and the screen went black but the system did not turn off. The system was hard shut down, the site tried to shut down the system from the application, but the same behavior re-occurred. The blue light stayed on with no input detected on the screen. There was no patient present when this issue was identified. The medtronic representative (mr) reported that he was testing the system for over an hour trying to recreate the system not powering down. The mr was unable to recreate the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative (mr) reported that he was testing the system for over an hour trying to recreate the system not powering down. The mr was unable to recreate the issue.